Manufacturer narrative:
The reported event could not be confirmed since the returned devices are conforming to specifications and fully functional. The device inspection revealed the following: the spreading recon lag screwdriver and the corresponding rod were returned for evaluation. The recon lag screwdriver rod is in a very used condition, the head has wear marks allover, the coating at the tip is not present anymore and the thread is worn. The device was obviously often and intense used. The spreading recon lag screwdriver is in a good condition. There are slight wear marks visible at the hexagon, but there is no indication that these marks could have an influence on the functionality. A functional test with a handle was performed. The screwdriver and the rod could be assembled and disassembled without any issues. The prongs of the spreading hexagon did expand as intended when the rod was tightened. An end cap was used for a functional test and the cap did firmly hold on to the screwdriver when the rod was tightened, no play could be observed. In the final position with the cap attached was still a gap of about 1mm between the end of the handle and the head of the rod. This shows that the rod was not in the end position when the cap was fin the hold position and that there was still room for further spreading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The reported malfunction could not be reproduced with the returned devices, to define the root cause of the event all other during the procedure used devices would be needed for evaluation. If more information is provided, the case will be reassessed.

Event description:
The splitting recon lag screw bit/rod set did not lock and made the endcap filthy.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The splitting recon lag screw bit/rod set did not lock and made the endcap filthy.